Event description:
(B)(4). Excruciating abdominal pain accompanied with piercing sensation. Lower back pain shooting down my thighs. Pressure in my pelvis. Acne, insomnia, depression, and anxiety. Just had headaches with blurred vision, cloudy memory, and a constant metallic taste in my mouth. Feeling lethargic. I was in the ER last night where I was given ativan. For years I've put off and on different bc pills to try to manage the heavy bleeding and clots. At my worst, I had to change my tampon every twenty minutes and the pills don't work anymore.